Manufacturer narrative:
(B)(6). The device was serviced onsite. A service history review, functional testing, and a visual inspection were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The f-49 alarm was identified during functional testing. The cause of the condition was determined to be a damaged fuse and depleted battery. The main batteries and fuse were replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, the flo-gard infusion pump was found to have an f-49 alarm (malfunction in real time clock: abnormal rtc data). There was no patient involvement. No additional information is available.